Event description:
It was reported that during an unknown procedure, the device would not fire. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Bent advancer, malformed clip, indicator wheel failure. Evaluation summary: the analysis results of the el5ml found that it was received with a "j" shaped clip and one pear shaped clip jammed in the jaws. After the jaws were cleared, the instrument was cycled and the advancer bypassed the remaining nine clips. The device was noted to have the tip of the advancer bent, therefore causing firing issues. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bent the advancer. Subsequent actuations or manual opening of the device many bend the advancer tip back toward its original position and break the advancer tip. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.